Event description:
It was reported that the balloon rupture during second dilatation. A 99% stenosed target lesion was located at moderately tortuous and moderately calcified upper arm. A 2cm peripheral cutting balloon was selected for use. During shunt case upon second dilatation at 10 atm, a balloon rupture occurred. When it was checked after the procedure, pinholes were noted in 2 areas. The procedure was completed with this device. There were no patient complications reported and the patient condition was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a pcb 2cm device. A visual examination of the balloon noted that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. The investigator attached the pcb 2cm device to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole leak in the balloon material approximately 6mm distal to the distal edge of the proximal markerband. No issues were noted with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this pcb 2cm device is 10atm. A visual and microscopic examination of the blades noted that all blades were present and fully bonded to the balloon material. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon rupture during second dilatation. A 99% stenosed target lesion was located at moderately tortuous and moderately calcified upper arm. A 2cm peripheral cutting balloon was selected for use. During shunt case upon second dilatation at 10 atm, a balloon rupture occurred. When it was checked after the procedure, pinholes were noted in 2 areas. The procedure was completed with this device. There were no patient complications reported and the patient condition was stable post procedure.